Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a root cause assessment was performed for this complaint. A definitive root cause could not be determined. Possible causes include but are not limited to: * rbc spill over * centrifuge stopped * rbc detector calibration error * possible air block * the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. There are various reasons for elevated wbc levels in collected product such as donor factors, kit misloads, airblocks, disposable set deviations, paused centrifuge, or other processing difficulty in maintaining the steady state necessary to efficiently separate blood components. Regarding donor factors, there appears to be patterns with repeat donors that produce platelet products with high wbc counts. Saturation events leading to elevated wbcs in collected product are also possible if the donor pre-counts are entered falsely much lower than actual as this can cause the lrs chamber to fill before the system expects and wbcs to escape before detection. Misloading of a set or disposable set deviation may cause a plasma line occlusion or an air block within the centrifuge which may lead to the white blood cells getting flushed out of the lrs chamber into the product.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process, a follow-up report will be provided.